Event description:
The following is add'l info obtained from an abbott to user facility site visit. A meeting was held with the infection control nurse at the one hosp that reported the seven incidents of central venous catheter(cvc) infections referenced in medwatch report numbers 6000096-2000-00025 to 00031. It was initially reported to abbott that the infections were potentially caused by multiple intravenous set changes necessitated by alarms on the plum xl. The infection control nurse reported that there were a multiple of factors that contributed to this transient spike in cvc infection rate. Nurse cited high pt acuity, influenza season, high pt census, concurrent implementation of a new computerized charting system, shortage of adequate nursing staff, and possibly "sloppy" cvc site care technique. Data reviewed during the visit showed the average cvc infection rate to be 0-2/month. There were 4/month in september and october. After careful evaluation of the problem and its causes, the hosp initiated a program to provided retaining of the nursing staff in the maintenance of cvc sites. Subsequent to this corrective action the infection rate has returned to the normal baseline and the customer continues to use the plum xl system. The infection control nurse stated that she could not identify the plum xl as the cause of the transient increase in cvc infections. The hosp currently uses an arrowgard antiseptic-impregnated cvc catheter, but prior to the clinipad recall, used clinipad products. Based on a visit to the hosp, observation of hosp cvc maintenance practices, corrective educational activity, return of the infection rate to baseline with the continued use of the pump, it is clear the transient rise in infections is not related to plum xl products. It should also be noted that during this time period peripheral line infection rates remained at normal levels. Additionally, as stated in the march 8, 2000 correspondence with FDA surveillance, a multi-disciplinary team was created as part of an abbott labs continuous improvement program. The following info is an update to the three action items listed in the medwatch reports submitted 02/16/2000. 1) a field service bulletin was issued in october 1999 to aid field service reps in training accounts on the proper techniques for priming a plum cassette. A technical service bulletin was issued feb 2000 to emphasize the correct procedure for cleaning plum pumps. The valve springs were upgraded to 9000 plum xl pumps beginning nov 19, 1999. This is a part of a 20000 pump evaluation to be completed in 2000 with the objective to determine if this spring upgrade reduces the number of cassette alarms. 2) continued scrutiny of the molded cassettes has indicated a decrease in defects. 3) all finished lots of plum xl sets are randomly sampled and tested via simulated use.

Event description:
Report of increased incidence of central line infection rate that customer feels may be associated with use of IV pump tubing. On 12/27/1999, a report was received of cassette alarms with no pt involvement and no pt adverse event reported. Subsequent follow-up calls led to info on 1/18/2000 of the central line infections. Pt #7 of 7 had a central venous access line in place for 6 days when an infection was noted. The line was removed and replaced and the catheter tip cultured positively for staphylococcus epidermus. This pt required treatment with vancomycin for the infection. There was no further report of pt condition. The clinicians have been using the IV tubing with unspecified plum pumps on their pts and have been receiving multiple pump alarms which require tubing changes to resolve. The infection control nurse had noticed an increased rate of central line infections during the time period of late september through early october, 7 in that time period, where the normal is usually 1. Some of the infections cultured were types rn does not normally see. The nurse feels that the increased manipulations of the lines (tubing changes up to 15 times per shift) due to the alarms received have caused the increase in infection rate. Inservicing and education of nurses has been done at the facility by the nurse to address this issue.